Manufacturer narrative:
The deice was received by the manufacturer for evaluation. Upon evaluation, the device had a bias current error reading. The device had damage to the tps flex assembly, the bearings were worn and the boot was worn. The device was repaired and returned to the customer.

Event description:
It was reported by the customer that the device would not work during a procedure. A back-up device was used and there was no surgical delay. There were no adverse consequences and no medical intervention. Upon evaluation by the manufacturer the device had a bias current error reading.